Manufacturer narrative:
No device associated with this report was received for examination. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Patient was revised to address anterior dislocation and metal wear. Update 11/19/2012: litigation papers received. In addition to dislocation and metal wear, it is now alleged that the patient suffers from pain, swelling, inflammation, infection, damage to surrounding tissue and bone, and limited mobility. Update 04/16/2015: pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated dislocations, metallosis, and malpositioned cup. The cup is being added to the complaint. There were no intra-operative complications or mention of infection during this revision. It should be noted the patient had I&ds on (B)(6) 2011 & (B)(6) 2012. The complaint was updated on: 04/28/2015.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).